Manufacturer narrative:
This event and device is reported at this time conservatively based on additional information received which did not rule out the possibility that post-operative blurred vision which had not resolved could possibly be related to the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline patient experienced blurred vision and dizziness. No hospitalization or surgical procedure was required. The patient received medication: medrol dosepak started and switched to decadron taper on (B)(6) 2024. The adverse event (ae) was possibly related to the disease under study. The ae did not result in a device deficiency. The patient experienced an increase in visual field deficits-"squiggly lines" in field of vision, blurry vision continues from prior to the procedure. The patient was lightheaded with associated nausea, bilateral blurred vision and difficulty walking. The reports were near syncopal but did not pass out. The patient recovered/resolved on (B)(6) 2024. The patient was being treated for a left c6 ica sidewall aneurysm with a saccular morphology. Aneurysm dimensions: maximum diameter 6 mm, dome height 5 mm, dome width 7.2 mm and neck size 4.3 mm. Parent artery diameter distal to aneurysm was 3.4 mm. Parent artery diameter proximal to aneurysm 3.5 mm. Complete stasis was noted at the end of the procedure. Post implant the aneurysm occlusion (B)(6) at the end of the procedure was class 3. Access vessel was the radial right. Rist was not used. The study device was successfully implanted in the subject. Wall apposition was achieved. Side branches were not covered by the pipeline. No device flattening or twisting was reported. Ancillary devices: primary guide catheter benchmark, primary intracranial support catheter pneumbra 5f select, primary microcatheter medtronic phenom 027 additional information was received. Patient has recovered from dizziness. "Lightheaded with associated nausea, bilateral blurred vision and difficulty walking. Reports was near syncopal but did not pass out, per patient." Additional information received reported brief episode of left sided numbness. Additional information received reported there was optic nerve damage associated with the pipeline. Decreased sensation in the left face, arm and leg. CT head obtained, negative for hemorrhage. Possibly related to rist, study procedure and study device. No action was taken. The decrease sensation resolved. Additional information received reported the patient reported symptom of "dizziness" was not related to device, procedure or antiplatelet treatment. Additionally, the study sponsor adjudicated assessment regarding the patient event of "blurred vision" was possibly related to the device, procedure and/or antiplatelet treatment. The site maintains their assessment of both events as not related to the device or procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the stenosis was observed at the 180 day follow-imaging on (B)(6) 2025. There were no symptoms, complications, or additional treatment reported associated with the stenosis. The sponsor assessed the previously reported the decreased sensation as causal to the procedure. The patient had experienced a transient ischemic attack. It was noted that the patient's blurred vision recovered/resolved on (B)(6) 2025.